Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. Report source: manufacturing site address is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a kink in the tubing. The root cause of the reported issue was found to be incorrect tubing routing during assembly caused it to butt up against the housing and kink. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an out of the box failure. Co2 sensor had an error when doing the low/high calibration. No patient injury was reported.